Event description:
Patient had a fall. Does not feel that it was due to knee but landed on the knee when fell. On (B)(6) 2024 the user cannot remember all the details of what happened. They remember stepping outside onto concrete in the garden and fell. This resulted in a broken arm and cuts. No obvious damage to the limb. Unsure what the cause was, the user reports the knee seemed to be behaving normally both before and after the fall. Patient reports limb to be functioning normally so continued to use the limb until they received the loaner unit. Unable to don limb independently due to right arm fracture. According to user report by (B)(6) (iric ref (B)(4) occ3865, mhra ref (B)(4) on (B)(6) 2024: patient reports she was stepping out of her outside dog grooming room into her garden onto a step and she fell. She sustained cuts and broke her right arm. Unsure why she fell, continued to wear limb as it appeared to be functioning properly. Patient attended for review following a fall. She reports the limb seems to be functioning normally- no warnings on app. Knee and foot sent to suppliers for checks. Incident date: on (B)(6) 2024.